Event description:
The customer reported a ventilator's push button on the switch printed circuit board assembly (pcba) is not working and the customer is unable to get the ventilator into diagnostic mode during the initiation of preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to take apart the user interface (ui) and inspect the cable from the ui to the pcba switch. The customer then emailed back and stated that they reseated the switch pcba and ui pcba cable. The customer reported that the connection with the switch pcba was not working. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The rse advised the customer that they may need to take apart the user interface (ui) and inspect the cable from the ui to the pcba switch. The customer reported that the connection with the switch pcba was not working. The customer then emailed back and stated that they reseated the switch pcba and ui pcba cable.